Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the pump tubing organizer (pto) leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot e372 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot e372 for the reported complaint issue shows no trends. Trends were reviewed for complaint category, pump tubing organizer leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4). Device not returned.

Event description:
The customer reported that they observed a blood leak underneath the pump tubing organizer (pto) at approximately 280 mls wbp, but could not identify the exact source of the leak. The treatment was aborted without blood being returned to the patient. The customer reported that the patient was stable, and that no medical intervention was required as a result of the aborted treatment. A new kit was installed on the instrument and treatment was provided to the patient.